Event description:
It was reported by the customer that a pyxis medstation es system unable to login due to network was down. The customer stated that there was around 3-5 minutes delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was network outages. A technical support specialist shared the user guides for details around document referred as they maintain their downtime to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server.